Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿dislodgement¿ with a potential root cause of "accidental traction." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the foley fell out of the patient with the balloon still inflated. Per the nurse, it was a fully intact balloon with no pulling or trauma; an unprovoked event. There was no observed trauma to the patient. The foley was placed in the elderly patient on a gynecological unit. She was status post total abdominal hysterectomy and laparotomy staging, aortic and vena cava lymph node dissection and cystoscopy with bilateral stent placement. The catheter had been in place for one day.